Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse found that the baths drain was clogged with a blood clot. This had caused the baths to overflow. The clot also cut the vacuum to the vacuum isolator chamber (vic) causing it to become filled with liquid until the pneumatic pump fluid barrier filter was saturated with fluid and vacuum errors were generated. The fse flushed the baths drain to remove the clot and also replaced the pneumatic pump fluid barrier filter. The instrument ran without any leaks or errors. The repairs were verified per established procedures. Failure mode: the cause of the leak was a clot in the drain for the baths. The cause of the vacuum errors was that the clot cut the vacuum from the vic. The instrument operated as intended by generating vacuum errors, alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak at the baths of the coulter ac*t differential hematology analyzer. The instrument was giving vacuum errors when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.